Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Since, only the body of the device was returned, the scope of the investigation is limited and the reported complaint cannot be verified or confirmed. During the investigation, a proxy plunger was inserted but unsuccessfully because of dried blood inside the needle lumens. However, the needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the most probable cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, operator not trained in the use of the proglide device. The first and second proglide devices are being filed under separate medwatch MFR numbers. The return of the proglide device may have aided the investigation in determining a cause for the reported experienced. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
Subsequent to the initial report, it was reported that a physician using the perclose at device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Manual compression was applied to achieve hemostasis.

Manufacturer narrative:
(B)(4). The first and second perclose at devices are being filed under separate medwatch MFR numbers. The return of the perclose at device may have aided the investigation in determining a cause for the experienced event. The reported use of the perclose at device by a physician not trained in the use of the device is inconsistent with the instructions for use (IFU). Deviating from the IFU may have played a role in this event.

Event description:
It was reported that a physician using the perclose at device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the suture did not engage with the vessel wall. A second and third device were used with the same results. The suture broke while pulling the plunger assembly back and removing the device on one of the devices. It is unknown how hemostasis was achieved. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating the physician is trained in the use the perclose at device.